Event description:
(B)(4). For the past two days I have felt as if my insides are going to fall out.

Event description:
(B)(4). It has now been a week since the feeling of possible prolapse and leaking. As I am waiting for my insurance card, I cannot see a doctor. I have also experienced two occasions of such debilitating pelvic pain that lasted about an hour each occurrence.

Event description:
After being implanted with this device I have experienced severe abdominal pain, bloating, fatigue, back pain, incontinence, mood swings, prolonged menstrual cycles, excessive bleeding during cycles (tampon and pad filled every 30-60 minutes for 6-8 days), nausea, brain fog, cramps, and night sweats. (B)(4).

Event description:
(B)(4). Experiencing nausea, dizziness, itchy arms legs and chest and severe bloating 2 days after period ends.

Event description:
(B)(4). Also experiencing numbness in hands and sharp pains in pelvis.